Manufacturer narrative:
Concomitant device(s): 300-10-15 - equinoxe replicator plate 1.5mm o/s: (B)(6). 300-20-02 - equinox square torque define screw drive kit: (B)(6). 310-01-44 - equinoxe, humeral head short, 44mm (alpha): (B)(6). 620-00-02 - platelet rich plasma kit with spray tips: (B)(6). 620-11-02 - accelerate conc. Sys rep by 620-12-02: (B)(6).

Event description:
As reported, approximately 10 years post op the initial tsa, the patient experienced progressive humeral lucency on x-ray - now with glenoid loosening noted. No specific moi noted. The patient underwent revision surgery and the outcome of this event is now considered resolved. The clinical report indicates that this event is possibly related to devices and/or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: g1, g3, h6 investigation type, findings, and conclusion. The following sections were corrected: h6 component code. The revision reported was likely the result of insufficient bonds between the implants and the bones, which led to aseptic (non-infected) loosening. The extent and root cause of the loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.